Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('started bleeding passing large blood clots/soaking pad every three hours') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("she is having pain"), gastric disorder ("problems with her stomach"), feeling abnormal ("something weird"), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, gastric disorder and feeling abnormal outcome was unknown. The reporter considered arthralgia, feeling abnormal, gastric disorder, menorrhagia, myalgia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Event "menorrhagia¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.